Event description:
Clinician was conducting electrotherapy treatment on the left shoulder area, when the pt began complaining of pain in the area of treatment. The clinician stopped the treatment. The pt did not suffer any known injury from the incident. The clinician treated the pt using the 4 pole interferential treatment (ifc). The ifc treatment was set up and applied with the device default settings. The device default setting for 4 pole ifc are output= constant voltage, carrier frequency = 4khz, frequency= 80/150hz. The treatment was applied with new electrodes. The clinician applied the treatment at level 30 volts, constant voltage. The clinician started the electrotherapy treatment and left the immediate area of the pt. The clinician indicated that the pt was holding the pt emergency switch. After an undetermined amount of time, the pt became distressed during the treatment and called for assistance. The clinician returned to the client and stopped the treatment. The clinician noted that the unit was initially set to deliver 30 volts, constant voltage. Upon returning to the distressed pt, the clinician noted that the unit delivery setting was at 90 volts, constant voltage. The pt did not suffer any injury.

Manufacturer narrative:
Awaiting device return and eval.